Event description:
It was reported that during a da vinci si surgical procedure the large needle driver instrument allegedly would not hold a needle. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering found upon visual inspection the instrument showed no damage to the grips or the grip cables. The grips opened and closed fine when inputs were manually rotated. Additional observations not reported by the site were a broken pitch cable and main tube damage. The pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .100 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.